Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Was reported the patient presented in the hospital for a routine pacemaker exchange. Prior to procedure, it was noted the patient's right atrial lead was sensing noise leading to mode switches. The noise was not reproducible with maneuvers. The physician elected to keep the right atrial lead in use. The patient was in stable condition.